Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/12/2014 with the following findings: multiple loss of prime warnings with a non-zero low force were observed in the pump's black box data. The pump could not successfully complete the prime sequence; the pump displayed "pump is not primed" immediately following the prime sequence. The force sensor failed a force calibration check. The pump case was removed, and it was observed that the force sensor pins were seated and solder connections intact. No evidence of contamination or cracked force sensor traces was observed. Also, the force sensor failed a resistance check. The force sensor was disassembled, and no evidence of shim or plate wear was observed. No evidence of contamination was observed in the force sensor housing or force sensor shim.